Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 4.0x20 mm trek balloon dilatation catheter had been used once already successfully in the heavily calcified right coronary artery and was removed from the patient without issue. Prior to using the balloon catheter for a second time, the mid shaft of the device was observed to be separated rendering the device unusable. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.